Event description:
It was reported that during endobronchial ultrasound (ebus ) procedure, the coating of the subject needle tip appeared to have been damaged, causing it to expand, became jammed. When the needle was pushed forward, the needle did not extend but the spiral tube broke off and was pushed into the lymph node. The needle was then withdrawn without causing further damage. The remaining part of the spiral tube inside the patient was removed with biopsy forceps without endangering or harming the patient. The procedure was still completed with the same device. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The biopsy adapter valve, syringe and stopcock accessories were not returned with the device. In addition, the following malfunctions were identified during the device evaluation: damage to the distal end of the outer sheath; damage to the pebax heat shrink layer; brittle and cracking along the length of the deployed portion of the pebax. The laser cut hypotube (lch) likely became ejected as a result of the damaged pebax bunching up behind it. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a part of the pebax heat shrink is torn off and the laser-cut hypotube (lch) was ejected from the distal end. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.